Event description:
It was reported that this right atrial (ra) lead got dislodged as confirmed through x-ray and fluoroscopy. It was also noted that the patient exhibited twiddlers syndrome. This lead was explanted and successfully replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead got dislodged as confirmed through x-ray and fluoroscopy. It was also noted that the patient exhibited twiddlers syndrome. This lead was explanted and successfully replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.